Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable was frayed on the end, which prevented the pump from charging using the cable. Reportedly, the customer was able to use an alternate charger. Blood glucose was 194 mg/dl.